Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient with an over correction of astigmatism one week post treatment. Additional information requested.